Event description:
Caller reported a potential false negative urine hcg result vs lab result. A (B)(6) female was tested with a urine hcg test with a negative result. A quantitative serum hcg test had a result of 100miu/ml result. The pt's last menstrual period was (B)(6)2010. Pt medications include: prenatal vitamins, inderal 80mg, imipram 100mg, synthroid 75 mg.

Manufacturer narrative:
Lot number(s): hcg9090094. Exp date(s): 08/2011. Control lot: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg100513-01, 290.0iu/ml hcg urine control lot: hcg100414-01. Summary of results: the retention strips meet qc spec. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=4). Clearly positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=4). Clearly positive results were observed at 3 minute read time when tested with 290.0iu/ml hcg urine control. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.